Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u5. The ic chip u5 was shorted from pins 12-13.

Event description:
The customer reported that their device would no longer power on. There was no report of any patient use associated with the reported issue.